Event description:
After wrestling with their college roommates, the patient presented to the physician with movement and flipping of the ipg within the pocket, resulting in a potential risk of injury. Physician brought the patient into the or, re-sutured the ipg, and closed. The revision surgery addressed the risk, and the issue is now resolved.